Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the returned sample was found with a black embedded particulate matter of size of epm ¿ 0.02 sq mm on the cassette, smaller than 0.6 sq mm. Cassettes have a specification of 0.6 sqmm epm size; therefore, the returned sample was with the specification. Functional testing was performed including under water pressure testing with no issues noted. Self-test and priming were also performed, and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a homechoice cassette. The pm was further described as, "a black spot inside the cassette¿. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.